Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator display was inoperative. The failure did not occur while in use on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing.